Manufacturer narrative:
(B)(4). Report source: (B)(6). Implant date: (B)(6) 2010. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01403, 0001822565 -2019 -01404. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to loosening. Operative report stated patient had a lot of metallosis. There is no additional information at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Medical records stated the femoral component and tibial component were removed. Metallosis was noted under the tibial plate. A spacer was implanted for infection control but no infection was confirmed by the operative notes. Review of the radiograph identified limited information due to the image quality. Findings were nonspecific, including the presence of metallosis. Fit and alignment appeared to be normal. DHR was reviewed and no discrepancies were found. Per the nexgen rhk package insert, loosening, infection, and corrosion of the metal implants are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Medical records stated presence of the metallosis under the tibia plate, which is actually considered to be "solid". The patient was provided with a spacer to carry out the infection control.